Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2025) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an ultrasound-guided kidney biopsy procedure through normal density tissue, the outer cannula of the device was allegedly failed to fire. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Four electronic photos were reviewed. The first photo shows a maxcore device in half primed position. The second and third photo shows a maxcore device in which the sample notch has been exposed. The fourth photo shows a maxcore device in which the physician tries to pull back the slides. Therefore, based on the photo review, the reported failure to fire cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence have been provided in the give photo. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an ultrasound-guided kidney biopsy procedure through normal density tissue, the outer cannula of the device was allegedly failed to fire. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.